Manufacturer narrative:
Additional information was received on october 11, 2016. The patient is now deceased. Multiple attempts were made to obtain clarification to the death event; however no further information was made available. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Cool flow pump (model# m-5491-02 serial# (B)(4)). Lasso catheter (model# and lot# unknown). Cs catheter (model# and lot# unknown). Soundstar catheter (model# and lot# unknown). This stockert was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a stockert 70 system and a thermocool® smarttouch® bi-directional navigation catheter and suffered an esophageal fistula. Approximately one month after the procedure, an atrio-esophageal fistula was verified by CT scan. The patient was reported to be intubated in intensive care unit and in poor condition at the time this event was reported. Additional information was received on the event. It was reported by the physician that the procedure was uneventful at the time. The patient was discharged home the following morning. There were no complications. Approximately one month later, the patient was diagnosed with atrio-esophageal fistula as per the physician. There is no further information about the hospitalization and if any additional intervention was performed. The physician did not provide a causality opinion for the cause of this adverse event.

Manufacturer narrative:
Additional information was received on 04/22/2016, this patient did not recover. However, no further details were available. (B)(4).

Manufacturer narrative:
Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. Therefore the following codes apply: (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a stockert 70 system and suffered an esophageal fistula. Repair follow-up was performed and no response was received from the customer. Service was declined. Complaint was unable to be confirmed. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.